Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. Age of device: 9 months, 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that device alarmed for low flows consistently starting from (B)(6) 2019 and pi began trending upward. Manufacturer's technical services representative reviewed log file and observed low flow alarms throughout the log file starting from (B)(6) 2019. Patient's mean arterial pressure (map) was 80mm hg and lactate dehydrogenase (ldh) was 222 u/l. A CT scan was performed which confirmed an outflow graft twist. Low flow alarms did not resolve. Patient was being evaluated for heart transplant but eventually underwent a pump and outflow graft exchange on (B)(6) 2019 due to the outflow graft twist. Pump and outflow graft will be returned for analysis. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed the report of an outflow graft twist, which could have contributed to the low flow alarms confirmed through the evaluation of the submitted log files. The submitted controller periodic log file captured calculated flow appearing to gradually decrease starting on (B)(6) 2019, until a low flow fault flag was observed on (B)(6) 2019 at 05:01:31 am, associated with the calculated flow being captured at 2.4 lpm, below the low flow threshold of 2.5 lpm. Low flow hazard alarms were then captured starting on (B)(6) 2019 at 08:01:30 am, associated with the calculated flow being captured as low as 2.0 lpm. The controller event log file captured a persistent low flow hazard alarm from 01:49:57 pm through 02:07:16 pm on (B)(6) 2019, associated with the calculated flow ranging between 1.0 and 2.4 lpm. Despite the observed decrease in calculated flow, the pump appeared to have functioned as intended throughout the duration of the submitted data. The patient underwent a pump and outflow graft exchange on (B)(6) 2019, and the device was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The remainder of the pump cable was returned in a segment measuring approximately 21¿. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The outflow graft beneath the bend relief revealed a clockwise twist adjacent to the graft attachment. The accumulation of tissue growth on the exterior of the outflow graft suggests that this twist was present during support. The accumulation of twisting within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. This twist could have also contributed to the reported low flow events, which were confirmed through the evaluation of the submitted and retrieved log files. The lumen of the inflow cannula revealed web-like mold growth. This growth appeared to have developed post-explant, and it was unlikely to have been present while the patient was supported by the pump. In addition, the lumen of the outflow graft was occluded with loosely coagulated blood, and traces of loosely coagulated blood were observed in the pump cover, on the rotor, and in the rotor well. The lack of structure of these depositions suggests that they developed acutely, potentially due to poor surface washing as a result of the confirmed decrease in flow through the device or blood remaining in the device post-explant. Of note, the distal end of the graft was tied off with black sutures. The lvad log files retrieved from the returned device captured calculated flow continuing to decrease following the events of the submitted log files up to the date of the pump exchange. Mlp-011026 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. Section 4 entitled ¿system monitor¿¿ describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. Heartmate 3 lvas patient handbook outlines all system controller alarms and how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.